Event description:
It was reported, the patient had been in the hospital for four days due to chest and shoulder pain. The patient had a burning sensation in their shoulder and arms and extreme weakness in their legs. It was noted that the patient's symptoms were symptoms that "were occasionally seen by pump malfunction" however, no specific allegation was provided. It was noted that the patient did not use her ptm while in the hospital for additional therapy. It was not known if the patient's symptoms were related to the pump. Problems with the patient's lungs and heart were ruled out and the patient was then sent home for physical therapy because of the weakness in the legs. It was also stated that the patient had fierce night sweats. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).